Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they are having big problems with their posterior bite. Their back teeth do not come together. This was not a problem before treatment. They are having difficulty chewing food. Gathering and requesting information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.